Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer was unable to clear the alarm. Blood glucose value was 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and received with missing end cap sticker.